Manufacturer narrative:
Additional medical assessment was performed on (B)(6) 2019 and it was determined the reported symptoms were indicative of capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round high profile 310cc saline prostheses experienced bilateral breast discomfort accompanied by hardness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-11218 for contralateral prosthesis report.